Manufacturer narrative:
Concomitant medical products: product ID: 3058, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient previously had 2 of the 4 implants they have had "[work] their way out of the body," but the patient was not sure which implants they were or when this occurred. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3058, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that patient did not now what circumstances led to the device working its way out and they thought their body tried rejecting it, so it was removed and replaced and the issue resolved.